Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin bcd vanguard deprimed during a procedure. The vanguard was changed out and the procedure was completed without further incident. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin bcd vanguard deprimed during a procedure. The vanguard was changed out and the procedure was completed without further incident. There was no report of pt injury.